Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing new abdominal pain and weakness in leg after recent revision procedure (manufacturer reference number: 1627487-2020-00746). As per physician's opinion theses complications are unrelated to revision procedure. Patient is undergoing physical therapy and will be consulting with another neurosurgeon to determine next course of action. No additional information is available at this time.